Manufacturer narrative:
Last known weight in (B)(6) 2016. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex bivona uncuffed neonatal and pediatric flextend tracheostomy tube had a split at the left eyelet. The tube had been in situ for "27/28" days from its initial use. The mother and grandfather of the patient reported that they observed the breakage in the "left-sided wing" as you look straight at the tube while in situ in approximately the 2 o'clock position while changing the daily tracheostomy tape. The tube was held in place using "marpac cotton twill ties" neck holder. It was unknown if the neck holder needed to be adjusted at any time. An urgent tracheostomy tube change (not considered an emergency tube change by the reporter) took place as soon as the reported issue was observed. The reported noted that there appeared to be no further concern. No patient injury was reported.

Manufacturer narrative:
One used portex® bivona® uncuffed neonatal and pediatric flextend¿ tracheostomy tubes was received from reporter. Visual inspection was performed at a distance of 12" and under normal lighting. Examination showed the device had a cut at the top of its flange eyelet area (where tube tie is threaded). The manufacturing facility attempted to replicate the damage by selecting a similar product and performing testing. The manufacturing facility was able to induce similar physical damage by creating a small cut at the eyelet area, threading the tube ties through the eyelet holes and pulling on the tracheostomy tube ties. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures: this included review of basic assembly, manual cleaning, incoming inspection and inspection after assembly processes. The manufacturing facility also performed an in-process visual inspection of (B)(4) products that were in the assembly area: this inspection showed no molding issues (short shots, splits, voids or bubbling) with the products being assembled. The investigation confirmed the product had sustained damage at the eyelet area. The investigation was unable to definitely identify the root cause of the issue but isolated two potential root causes. The manufacturer determined the issue either occurred due to the product coming into contact with a sharp edge during use or the flange had a molding issue or cut that was present during production but not detected during the assembly process. However, the manufacturing facility's review of the manufacturing process did not identify any issues.